Event description:
The user facility reported four (4) separate incidents involving integra bilayer matrix wound dressing (bmwd). The user facility identified (patient 3) with a 70 percent burn. According to the user facility, a piece of the bmwd had turned gray and all of the "allograft" took. The user facility used one (1) sheet of bmw810, lot number 105bb0017073 on the burn. No further information as to the outcome or effect on the patient was relayed to integra. The user facility provided pictures labeled patient 3. The pictures show that the product was placed on the leg of the patient and it appeared that one area of the sheet was darkened and crusty. Integra's clinical affairs department has attempted to obtain patient status.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.